Event description:
It was reported that during preparation of an 8.0x60x135 absolute pro vascular self expanding stent system (sess), while flushing the device the stent partially deployed. The device was not used and there was no patient involvement. An 8.0x60x80 absolute pro vascular sess was used successfully. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported premature deployment was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.